Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after applying the device, it was noticed that the proximal side of the tissue specimen was torn. The anastomosis area was also torn, therefore, the surgeon used a new instrument to complete the procedure.